Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target vessel was located in the calcified right coronary artery (rca). The vessel was predilated with a quantum balloon and a 3.50 x 20 mm taxus express2 drug eluting stent was advanced to the lesion but was unable to cross the lesion. Upon removal of the taxus stent strut damage was seen. The procedure was successfully completed with another 3.50 x 20 mm taxus stent. No patient complications were reported. The patient status is reported as `satisfactory/good.'